Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4).

Event description:
A silicone lens model aq2010v had a torn haptic and no further info is available. The facility has been contacted and has not responded. It is unk if the lens was implanted, if a product malfunction occurred, and if there were any pt injuries.